Manufacturer narrative:
One used list# ch2000s-c, spinning spiros (lot# unknown), and one used extension set, (manufacturer unknown) were received and visually inspected. As received, the spin feature of the spiros was activated and spinning freely. The spiros was returned securely connected to the male luer of the unknown extension set. As returned, residuals were present within the spin feature of the spiros, the male luer threads of the unknown set, and within the spiros housing. No other visible damage or anomalies were seen. The connected extension set and spiros were primed with water at gravity pressure and then leak tested. When activated with a clave leakage occurred from the area of the spiros half-seal. The reported complaint of leakage can be confirmed. The probable cause is due to a misassembled half-seal during the assembly process.

Event description:
The event involved a spiros®, closed male luer w/red cap, 10 units that was cracked and leaked carboplatin at the female end of the spiros. It was also reported that the filter was cracked. The chemo leaked on the patient's skin near the IV site at the wrist area and onto the heating pad, and pillow case. The patient's skin was washed with soap and water. The chemo spill was cleaned per protocol and no spill kit was used. The tubing was replaced and therapy was resumed. There was no blood loss reported. There was patient involvement and no one was harmed as a result of the reported event.